Event description:
Patient reported experiencing low blood glucose level when she began going through menopause. Patient stated on (B)(6) 2013 her blood glucose level was in the 20's-30's mg/dl. Patient's normal blood glucose range is 70 mg/dl and 100 mg/dl. Patient reported having physical symptoms of her left side feeling numb. Patient stated her husband gave her chocolate candy and orange juice. Patient reported she would not have been able to retrieve or consume the candy or juice on her own. Patient stated she continued to experience low blood glucose level for the next few days. Patient reported that on (B)(6) 2013 she went to the hospital and upon arrival to the hospital her blood glucose level was 120 mg/dl. Patient reported she remained on pump therapy and received IV fluids; content unknown. Patient stated the nurse was supposed to reduce her basal rates but they remained the same. Assisted patient with adjusting her basal rates. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Pump was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.